Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the air water cylinder had no color, the switch box had a scratch, the scope cylinder had no color, the play of up/down knob was out of the standard value due to the wear of angled wire, the plastic distal end cover had a scratch, the adhesive on the bending section cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope¿s switch for image capturing was stiff. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and air/water cylinder were found with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the channel could not be identified. There were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect the suggested events. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested events. Olympus will continue to monitor field performance for this device.